Manufacturer narrative:
S/w version 4.11e. Retainer ring = clear. Case type = ngp. Customer returned pump for an alleged blank display and cosmetic damage located at the retainer ring and audio anomaly and were found on 11 july 2023. The pump passed the active current test, sleep current test and self test. Unable to perform the displacement test due to cracked retainer and partially broken retainer. No blank display noted during testing. Successfully downloaded history files and traces using thus. Unit was downloaded using carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alert (07/10/2023 15:56) replace battery alert (07/11/2023 01:27) replace battery now (07/11/2023 01:58) power loss alarm (07/11/2023 02:09) and were expected. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcb 1 (board) and force sensor. Unable to lock p-cap into place due to cracked retainer and partially broken retainer. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), partially broken retainer, broken reservoir tube lip, cracked reservoir tube lip, missing display window cover, cracked retainer, battery cap contact missing. Blank display was not observed during analysis. Blank display not confirmed. Cosmetic damage is confirmed at the retainer ring. Audio anomaly is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic, indicated that the insulin pump had a blank display and no alarms. The customer noticed, the white ring was not secured. And a crack at the back of the pump, right side retainer ring. Troubleshooting was performed. It was advised to check the contacts on the battery cap for damage, or missing, and found no damage or missing of the battery cap contacts. It was advised to insert a new aa batter. However, the display returned after the pump restart, clearing pump error 23 alarm, and power loss alarm. No harm requiring medical intervention was reported. The customer discontinued using the pump, and was returned for product analysis.